Event description:
The customer called for assistance with the contour next. During the call he ran a blood test. The meter automatically marked it as a control test, which will be displayed as a control result when accessing the meter's memory. No adverse event was alleged. The customer was advised to return the strips for evaluation. New strips and meter were sent to him.